Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was possibly not removed since the reprocessing was not conducted properly due to loss of watertightness caused by damage on the biopsy channel. Due to damage on channel tube, water tightness is lost. However, definitive root cause of the event could not be identified. The following is included in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the adhesive around objective lens, adhesive around light guide lens, plastic distal end cover, nozzle and bending section cover had foreign objects. There were no reports of patient involvement.